Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). The endoscope was received with a missing distal window resulting in fluid invasion and subsequent major damage to optical components. The complete window was missing. Fragments of adhesive of the distal window were missing. .

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, it was noted that the 0 degree endoscope had a broken lens. There was no report of patient involvement.